Manufacturer narrative:
We acknowledge late reporting of this case due to the fact that the information was received from patient tracking form on september 15th, 2016, however, more details about the explant was received on september 29th, 2016. (B)(6) is reporting this case in conservative manner, since relationship with the device is still not clear. The manufacturer is still trying to obtain more information. The review of the device history record is ongoing.

Event description:
Pt (B)(6) received a prf for a mitral ring smd32 sn # (B)(4) which was removed on (B)(6) 2016 at (B)(6) medical center. Patient (B)(6) is male, dob (B)(6) 1947. Update from sales 29 sept 2016: dr (B)(6) was operating surgeon. He placed the 32 ring into the patient. When coming off bypass and post tee performed, severe mr was noted. Went back onto bypass, removed the ring and replaced with an edward's tissue valve. Patient had an extended post op recovery including long intubation time, post op acute renal failure, elevated liver functions and a stroke. Patient was discharged after 14 days to a rehab facility.

Manufacturer narrative:
Corrections: typo in the initial - indicated "dr. (B)(6)". The correct surgeon ref. Is "dr. (B)(6)". In the initial: indicated "replace" per misinterpretation of the meaning. Update: review of the data filed in the device history record confirmed that this annuloplasty ring satisfied all material, dimensional and performance standards required for a memo 3d - semirigid mitral annuloplastic ring 32 at the time of manufacture and release. Device not available.